Event description:
It was reported by the affiliate that the one er320 was used during an unknown procedure. It was reported that a new clip applier was opened and fired but the clips were found misaligned from the jaws of the applier. The case was completed with another device and with no pt consequence.